Manufacturer narrative:
Corrected b5 - describe event or problem to reflect the patient's full symptoms at the time of the medical event. Added h6 - evaluation codes to reflect the patient's full symptoms at the time of the medical event.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) loss of sense, and developing a painful, sore and itchy abscess at the insertion site, after wearing the pod between 4 and 24 hours. At the hospital, the abscess was removed surgically and the patient was administered insulin intravenously and was prescribed clonazepam 500 mg to be taken twice a day (morning and evening).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) and loss sense, while wearing the pod between 4 and 24 hours. At the hospital, the patient was administered insulin intravenously and was prescribed clonazepam 500 mg to be taken twice a day (morning and evening).